Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect following a fail. Palpation also caused stimulation changes. Also, impedance measurements of >4000 ohms were found on some of the bipolar pairs. Add'l info has been requested, but was not available as of the date of this report.